Event description:
It was reported that the patient experienced a low blood glucose event, with levels decreasing to approximately 55 mg/dl following a meal announcement. The patient was concerned about additional insulin dosing while blood glucose was low and was advised that the device does not deliver insulin when levels are under 70 mg/dl. The patient treated the low blood glucose with four sliders and a cup of mango juice, after which levels began to rise. Education was provided regarding the timing of meal announcements and the importance of avoiding overcorrection of lows to prevent subsequent high blood glucose. Blood glucose levels were at 78 mg/dl by the end of the call, and no further assistance was needed. The patient reported temporary blurred vision as a symptom of the low blood glucose. No ketone testing, steroid injections, professional medical intervention, or additional assistance were reported. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.